Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine interrogation, which revealed that the right atrial lead had two brief episodes of noise causing inappropriate mode switch. The noise was not reproducible with isometrics. The patient was in stable condition with no further issues.